Event description:
The slim drivers (B)(6) used at (B)(6) hospital are consistently failing to thread into the heads of the nails during procedures.

Manufacturer narrative:
Following consultation with the hospital representative, it was confirmed that surgeons at (B)(6) hospital do not utilize slim caps when inserting slim nails. The absence of slim caps allows debris, including bone and soft tissue, to accumulate in the head and internal threads of the device. This accumulation can lead to damage to the driver's threads during implant removal. Orthopediatrics canada provides warnings in the device labeling that emphasize the importance of cleaning internal features of the implant to remove any bone or soft tissue ingrowths prior to removal, especially if a slim cap was not used. Additionally, the surgical technique guide outlines two alternative options for implant extraction in scenarios where slim caps are not employed. These recommendations are intended to mitigate potential damage to the device during removal and ensure successful retrieval of the implant. Finally, orthopediatrics canada provides clear instructions on how to properly maintain and inspect reusable instruments after each use to detect this type of damage and to avoid having damaged instruments used in subsequent surgeries. Note: this MDR was originally submitted as MFR #3000327-2024-00007 on (B)(6) 2024 but was rejected by cdrh due to an incorrect fei number in the esubmitter form. It is now resubmitted with the correct fei (B)(4). CAPA initiated to address the issue.